Event description:
It was reported that the physician attempted to implant the left ventricular lead in the patient's target vessel, but was unsuccessful due to vessel stenosis and positioning/fixation difficulty. A smaller left ventricular lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned for analysis and no anomalies were found. There was blood/body fluid on the distal conductor, outer tubing overlay and blood in/on the helix/lobe mechanism.